Event description:
It was further reported that the guide wire became stuck during initial advancement to a coronary artery. The pigtail catheter got stuck where the wire transitioned in stiffness due to the moveable core being retracted. An imaging catheter was advanced over the wire to attempt to dislodge the wire, but also became stuck on the wire. No additional intervention was required for the hematoma.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire was stuck in the vessel and a hematoma occurred. The patient presented with unstable angina. A .038¿ starter guidewire was selected for use during the angiogram. Vascular access was obtained via the right femoral artery. The starter wire was advanced; however, it became stuck just above the bifurcation in the notably tortuous aorta. The wire was softened by pulling the moveable core out. A pigtail catheter was advanced over the wire, but also got stuck ¿where the wire was hard, going over to the soft part.¿ the moveable core could not be moved in or out and the whole wire was stuck before the ¿inner part of the sheath.¿ a large hematoma was noted in the right groin. The wire was removed with a bit of force and the procedure was completed with another of the same device. The patient status was listed as stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).